Manufacturer narrative:
Correction to UDI per mdm 510k spreadsheet. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the material remaining in the device could not be determined. It is unknown if reprocessing steps were deviated from the instructions for use. No physical damage of the device was confirmed at where the foreign material was remained. However, a definitive root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection". IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: labels not properly affixed, image-evis had two white dots, small cuts on switches 1 and 2, plastic distal end cover was scratched and dented, light guide lens was chipped and had excess glue, bending section cover was cracked, insertion tube had minor snakiness and scratches all over, control body unit was missing cylinder color ring, air/water supply not to specification, and scope connector was dented and scratched. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had air/water leakages or fluid invasion no water, when the doctor uses the scope there¿s not water coming out. The issue occurred during preparation for use. During evaluation, the following reportable issue was found: air/water supply clogged with foreign material from the connector side. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.